Manufacturer narrative:
The insulin pump passed all functional test, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No motor error alarms were noted during bolus and basal delivery. The motor was tested outside of the device and passed. The follow cosmetic damage was also noted on the device: minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, and a missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A medical student with hippa consent to speak for the customer reported via phone call that the customer received a motor error on her insulin pump and that she is now in the hospital. The patient's blood glucose at the time of incident was 369 mg/dl. The customer woke at 4am and experienced nausea, vomiting, abdominal pain, headache, and dizziness. The customer is currently in the ER during the time of this phone call. The motor error alarm occurred during regular basal delivery, and that the alarms have occurred multiple times. Troubleshooting was initiated for the motor error issue and the customer was able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.